Event description:
It was reported that the right ventricular lead was noted to be fractured; the patient was asymptomatic. The lead exhibited high impedance and loss of capture and was explanted and replaced.

Manufacturer narrative:
.